Event description:
Per hospital, 2 months ago, this patient received 7 inappropriate shocks due to noise on the rv lead. A fracture is suspected. The lead has not been returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.